Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient.

Event description:
The initial reporter stated that she inserted a new code chip in coaguchek xs meter serial number (B)(4) and she reset the date and time. The reporter stated that the units of measure now report in seconds instead of inr. While troubleshooting this issue, the reporter mentioned that her husband received a discrepant result when testing with the meter. At 2:23 p.m. On (B)(6) 2019, a sample from this patient was tested using the meter, resulting with a value of > 8.0 inr. The patient's doctor instructed him to get testing at a laboratory. The patient went to the laboratory around 4 p.m. Where a sample from the patient was tested using an unknown method. The laboratory result was 5.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr.